Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, and during the procedure after pre-dilation a 3.0 x 28 mm xience v stent was deployed in the proximal left anterior descending artery (lad) lesion. Then, the distal circumflex (cx) was pre-dilated and a 3.0 x 18 mm xience v stent and a 3.0 x 12 mm xience v stent were both deployed to treat the lesion. Next, the proximal right coronary artery (rca) was pre-dilated and a 4.0 x 18 mm xience v stent was deployed. There was no product malfunction or patient effect noted during the index procedure. However, the following year, the patient returned with angina. Angiography revealed that there was a restenosis of the stent in the proximal lad. Revascularization was done two months later, to treat the in-stent restenosis (isr) of the proximal lad lesion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and restenosis are known possible outcomes of coronary stenting procedures, and are listed in the product IFU as potential adverse events. Further, it appears that the patient was hospitalized as a result of the angina and the procedure to treat the restenosis. In this case, there were no reported difficulties experienced during the index procedure which could have contributed to the patient effects. Though a cause for the patient effects cannot be determined, there are no indications of a product deficiency which could have contributed to the outcome of the procedure.